Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU), is known possible complication associated with mitraclip procedures. Based on this information, the reported patient effects of death are due to procedural circumstance/ operational context. There is no indication of product issue with respect to manufacture, design or labeling.d4: part number changed from unk cds06 to cds0602-xtr.

Manufacturer narrative:
Date of event: dates estimated. The UDI number is not known as the part and lot number were not provided. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: percutaneous edge-to-edge repair of severe mitral regurgitation using the mitraclip xtr versus ntr system.

Event description:
This event was captured based on a literature review reporting patient death. It was reported through a research article identifying a mitraclip study between the xtr clip and ntr clip. The mitraclip maybe related to patient death. Details are listed in the attached article attached, percutaneous edge-to-edge repair of severe mitral regurgitation using the mitraclip xtr versus ntr system. No additional information was provided.